Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint. Failure analysis was unable to replicate the issue due to the condition of the instrument. Additional observation not reported by the site was broken distal clevis. The instrument was returned with the distal clevis broken at its base and the clevis was dislodged. A broken piece was returned, and was roughly 0.18 x 0.32 in size. Failure analysis investigation concluded that the damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's distal clevis found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci surgical procedure, the customer noted that the permanent cautery hook instrument was not recognized by the system. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.